Manufacturer narrative:
No product was returned for evaluation. The fraxel treatment tips do not deliver any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. System has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Customer can also utilize the burn paper to confirm system laser is providing correct pattern/coverage. Customer performed burn paper test and sent it to product support for review. Solta clinical trainer provided additional information about the event. Trainer believes the adverse event was due to bulk heating related to the aggressiveness of settings/technique in a small area. Trainer stated bulk heating was due to treatment level too high/outside the maximum recommended parameter. Our maximum recommendation is 23% (vs 29% used). Not allowing enough cooling time before overlapping smaller areas, such as under eyes. Possibly overlapping treatment zones resulting in over treatment of those areas. According to fraxel user manual (p009220-02 rev. A), burns, blisters, and scarring are a known possible complication of fraxel treatment. Blistering or burns may develop over the treated areas. The possibility for scarring exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing. A review of the manufacturing records showed all requirements were met. Review of burn/pattern paper testing after the event showed proper pattern/coverage and that the system and handpiece were working within specifications. After discussions with the treating nurse, solta clinical trainer believes the adverse event was due to bulk heating related to the aggressiveness of settings in a small area. Based on the available information, user technique most likely resulted in this adverse event. Though patient status update has been requested, no information has been received.

Manufacturer narrative:
Investigation of this event is in progress.

Event description:
A user facility called to report that a patient acquired redness and blistering to the nose, chin, and lower eyelid on the right side of the face, following a fraxel re:store treatment. Hydrocolloid dressings and cortisone were prescribed. On (B)(6) 2018 it was reported that the nature of the injury is a thermal burn that may result in some scarring. The patient is healing.